Event description:
It was reported that the external pulse generator had a cracked case and missing bails and ring. The generator was returned for service, analyzed and tested out of specification. It was indicated that there was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken, the ring and both bails were missing. It was also noted that the display lens was cracked, the battery release was contaminated, the ring cover and both bail covers were missing, the ring cover screw was missing, five case screws were missing, the battery contacts were compressed, the keyboard was scratched and damaged, the device failed battery removal amplitude testing due to the main printed circuit board (pcb) being out of electrical specification, the battery flex was contaminated, the battery drawer o-ring was missing, and the encoder flex was out of specification. Further analysis was performed on the main pcb. This analysis found that a capacitor component failure caused the device battery removal test failure. (B)(4).